Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred for transmitter ID (B)(6). It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device. Data was evaluated and the allegation was confirmed for transmitter ID (B)(6). The probable cause was determined to be a low transmitter battery that led to a transmitter failure. No injury or medical intervention was reported.